Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., g.1., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ black particles observed on the surface of the shell. ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. No observed rupture in the device. Observed brown particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.